Manufacturer narrative:
The customer returned the bowl used in the procedure for evaluation. The pcs 2 plasma collection system was not evaluated as the customer continued to utilize the device in subsequent procedures with no issues. The bowl was visually evaluated and found the white ceramic seal was cracked. The crack was classified as a hairline crack which has been deemed to have a higher potential to cause functional issues. In this instance, the header shield and upper assembly was frozen upon receipt and there were plastic shavings found on bottom center register of bowl, which holds the bowl in place in the centrifuge. If the upper assembly is to freeze up during use, it is possible that the centrifuge chuck will continue to spin with the bowl not spinning, creating noise and shaving portion of the plastic bowl loose. With centrifuge chuck spinning the shavings will work their way to the top of the centrifuge well. The shavings were not found inside the bowl body and would not have the potential to enter the fluid pathway of the disposable set.

Event description:
Haemonetics received a complaint on 07/22/2016 stating that during a routine plasmapheresis procedure, there was bowl noise during the middle of the 3rd return. A centrifuge underspeed error was received and plastic shavings were observed on the top of the bowl. The donor did not get all rbcs returned, less than 200ml were in the bowl. After being disconnected from the procedure, the donor began experiencing symptoms of chest pain, trouble speaking, weakness and dizziness. The donor was diaphoretic, had slurred speech and was warm. Vitals were taken and ems was called. The donor was transported to the local emergency room. Outcome is unknown. The center has no additional information and the donor has not returned to donate since this incident. The bowl was returned for evaluation and the center kept the device in service.